Manufacturer narrative:
(B)(4). Foreign source: norway. Https://doi.org/10.1186/s13018-022-02947-3. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that was retrieved from the journal of orthopaedic surgery and research from a study from norway. The purpose of the study was to investigate whether the use of blunt pegs instead of pointed screws reduced the risk of penetration into the glenohumeral joint during fracture healing after operatively treated proximal humerus fractures. The study reviewed two groups, anatomical locking plate system-proximal humeral plating (zimmer biomet alps-php) and the proximal humeral internal locking system (syntheses solothurn, switzerland philos). It was reported that one patient underwent implantation of an alps-php following a proximal humeral fracture. Subsequently, the patient underwent removal of the hardware due to localized pain. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Bones I, karlberg ac, liljeholm m, fraser an, madsen je, fjalestad t. Pegs not superior to screws for fixation of fractures of the proximal humerus. Journal of orthopaedic surgery and research (2022) 17:66. Https://doi.org/10.1186/s13018-022-02947-3. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00077.

Event description:
No further event information available at the time of this report.